Manufacturer narrative:
(B)(4). The customer reported that blood pressure began to decrease. Device was tested and it passed deflection, patency and cool flow tests, also was analyzed by electrical, leakage, temperature and stockert and catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Event description:
It was reported that after approximately 20 times ablation was performed for rvot, blood pressure began to decrease. The blood pressure recovered after drainage was performed. The patient was in stable condition as of (B)(6) 2011. The physician commented it was possible that perforation was caused by the catheter because of repeated ablation. However, it was unknown when the perforation occurred.